Event description:
Procedure: lobectomy. According to the reporter: in an attempt to resect the lobar bronchus 1 x unit of egiaaxt was loaded onto 1 x egiaushort. The stapler was positioned over the bronchus and fired in the usual way. Halfway through the firing process, the knife jammed and would not complete the resection. The jaws of the reload were also jammed closed and would not reopen. A second egiaushort was loaded with 1 x egia454xt and placed across the bronchus proximal to the first reload and fired normally. The bronchus was successfully resected and stapled. The first reload was then cut away from the bronchus and removed from the patient. Patient is ok. No adverse effect. No reinforcement material was used.

Manufacturer narrative:
(B)(4).